Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site experienced issues with registration. The representative reported that the registration would be completed, however the points used would not line up and not allow the site to proceed to navigation. Medtronic representative suggested to take multiple points over nose. The site was able to register the patient with 4 millimeters accuracy. The procedure was completed with the use of navigation. There was a delay of 10-15 minutes. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Correction: the initial MDR stated "accuracy" of 4mm and should have stated inaccuracy of 4mm. The surgical resident compensated for the inaccuracy during navigation upon approval by the attending surgeon. Archive was received and reviewed. The computed tomography (CT) exam had good skin quality. However, no exams contained tracer patterns to review. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional.